Event description:
During use of the first set the connection right after the vamp to the stop cock came loose. Another set was open and when they tested it before use, it was the same problem. The welding seems to be unstable.

Manufacturer narrative:
Device has not been returned for evaluation.